Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump display was blank. The customer¿s blood glucose level was 160mg/dl at the time of the incident. The customer reported that last night that he was sitting and he heard a little balloon pop sound that came from his pump. So he checked all over and saw no damages. Today he received an alarm that stated battery failed and so he went to change out the battery and when he looked inside the battery compartment, he noticed corrosion and the cap contacts were bent and corroded. Customer stated that battery may have popped in the pump. Customer stated that he cleaned off the contacts and placed in a new battery. The display returned prompting him to reset, but then he received another error and now he has a blank display. Customer states the contacts on the battery cap are damaged. The customer was advised to try new battery and to check if the display returns. A new battery cap will be sent to the customer. The insulin pump will be returned for analysis.